Event description:
Essure was placed without complication. The patient followed up with her 3 month hsg, which was read by radiology as bilateral tubal occlusion. The patient ended up with an ectopic pregnancy and was treated with methotrexate. The patient then underwent an uncomplicated laparoscopic tubal ligation at which point the right essure device appeared to be just under the serosa. The hsg was reviewed and it was originally misread and actually does show unilateral spill. Dates of use: 2007 - early 2009. Diagnosis: multiparty.